Manufacturer narrative:
Event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the lead electrode was found to have been bent in the operation. The new electrode was replaced to complete the operation. The reason for failure was unknown, however the issue was resolved. Troubleshooting was unknown. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the product damage occurred during surgery. No further complications were reported/anticipated.